Event description:
A pt was discovered with the 8.5 fr introducer disconnected between the hemostasis valve and the sheath. According to reporter the introducer was placed by sugery two days earlier. The pt expired the following day.